Manufacturer narrative:
A getinge field service engineer (fse) states, it was necessary to open the equipment to carry out an internal inspection where it was found that blood unfiltered the drive manifold, safety disk and other parts which were contaminated by blood. It was also verified in service mode that the battery had expired and (pm) was overdue. The fse also stated that the blood infiltrated due to the operator not interrupting use after the equipment alarmed. The equipment is out of use and is waiting for the requested parts to be replaced. At this time, the customer has not approved the purchase of new parts from getinge. A supplemental report will be submitted if additional information is received.

Event description:
It was reported that the during an inspection on the cs100 intra-aortic balloon pump (iabp) blood was identified on the safety disk. There was no harm or injury.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that the during an inspection on the cs100 intra-aortic balloon pump (iabp) blood was identified on the safety disk.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.